Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range (oor). Technical services (ts) review the case and indicated that the shock impedance has rise since last year to the point of being oor, which is indicative of a lead calcification. Ts recommended an in-clinic check to reset the alert condition and increase the upper limit oor shock impedance to 150 and continue to monitor. In addition, ts indicated to considered a commanded shock as further rv lead performance evaluation. Further information was received indicating that no commanded shocks were performed and the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range (oor). Technical services (ts) review the case and indicated that the shock impedance has risen for over a year to the point of being oor, which is indicative of a lead calcification. Ts recommended an in-clinic check to reset the alert condition and increase the upper limit oor shock impedance to 150 and continue to monitor. In addition, ts indicated to consider a commanded shock as further rv lead performance evaluation. Further information was received indicating that no commanded shocks were performed, and the patient will continue to be monitored. Eventually, the implantable cardioverter defibrillator (ICD) and this rv lead were explanted and replaced, due to a recorded code 1005. The patient suffered a pericardial effusion when the lead was removed, the physician drained it and heal the wound adequately. This rv lead is expected to be returned for analysis and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range (oor). Technical services (ts) review the case and indicated that the shock impedance has risen for over a year to the point of being oor, which is indicative of a lead calcification. Ts recommended an in-clinic check to reset the alert condition and increase the upper limit oor shock impedance to 150 ohms and continue to monitor. In addition, ts indicated to consider a commanded shock as further rv lead performance evaluation. Further information was received indicating that no commanded shocks were performed, and the patient will continue to be monitored. Eventually, the implantable cardioverter defibrillator (ICD) and this rv lead were explanted and replaced, due to a recorded code 1005. The patient suffered a pericardial effusion when the lead was removed, the physician drained it and heal the wound adequately. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed into two segments. The helix was retracted and dried body fluid and tissue were noted in the helix housing. Cuts were noted in the insulation of the distal segment, which is likely explant damage. Curvatures and bending of the lead were also noticed. Large amounts of calcification deposits were observed on the leads shocking coils. Conductors were confirmed intact as the lead passed electrical continuity testing. Laboratory testing was able to confirm the high shock impedance allegation based on the observed calcification deposits. Calcium deposits have been shown to increase the electrical resistance of implantable leads.